Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable section d6b: if explanted, give date: not applicable section h3:the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that, during a surgical procedure, the operating surgeon observed apparent fungal like contamination and follicle like particulate matter inside the packaging of a tecnis eyhance intraocular lens. The observation was identified in the operating room immediately prior to implantation and was considered a serious quality and sterility concern. The affected iol was not implanted in the patient¿s eye. No additional information is currently available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: no. Section d-9: device date returned to manufacturer: no. Section h-3: device evaluated by manufacturer: photo. Device evaluation: no suspect product was received; however, photos were provided by the customer. The customer provided photos were evaluated. The photographs display the complaint folding carton opened with the lens case outside of the carton and sterilization pouch. The lens case had a material that could not be identified on it. The source or nature of the material could not be identified from photographic evaluation. The returned device is required for any further evaluation. The complaint issue "sterility assurance concerns" and "packaging issues" could not identified during photo evaluation. The other observed issues during the photo evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.